Event description:
It was reported that the patient presented with high ventricular threshold within a month of implant. An x-ray confirmed a lead dislodgement. The physician attempted to reposition the lead, but found the helix blocked and could not insert a guidewire into the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted, the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is01 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.